Event description:
It was reported that during a da vinci-assisted surgical procedure, the right blue foot pedal was not activating when the surgeon depressed the energy pedal. The staff had verified there was nothing blocking the foot pedal and had tried to reset the brakes, but the issue was not resolved. The procedure was converted to different surgeon side console (ssc) with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the footrest to resolve the reported issue. Isi has received the foot rest pedal for evaluation. The component was installed onto the test system and once the energy was connected and ready to be implemented, it was immediately evident that there was no connection or communication being made to signal the energy to begin. The power and coagulation were set to 60 and connected to the tester bolt. There was no auditory indication that the energy pedal was being depressed / energy was being activated. The complaint was confirmed based on failure analysis results.